Event description:
After placement into the patient, the ivus catheter stopped working. The catheter was removed and replaced with no harm to the patient. Clinical site notified manufacturer rep directly. Manufacturer response for intravascular ultrasound catheter, (brand not provided) (per site reporter).